Event description:
It was reported that the patient was re-admitted to the hospital three days post implant because of a hemorrhagic shock due to a tamponade in the atrium. Furthermore, transfusion, and pericardiocentesis for drainage were performed on the patient. The atrial lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.